Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited longevity issue, a calculation from eleven months down to less than three months during the recent checked in a span of a three-month period. Moreover, boston scientific technical services (ts) suspected that this was due to very small changes in power consumption as device was close to reaching elective replacement indicator (eri) and those small changes had a more noticeable impact. Ts did not suspect premature battery depletion (pbd). As of this time, this device remains in service. No adverse patient effects were reported. Additional information received indicates that this device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field b5: described event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited longevity issue, a calculation from eleven months down to less than three months during the recent checked in a span of a three-month period. Moreover, boston scientific technical services (ts) suspected that this was due to very small changes in power consumption as device was close to reaching elective replacement indicator (eri) and those small changes had a more noticeable impact. Ts did not suspect premature battery depletion (pbd). As of this time, this device remains in service. No adverse patient effects were reported. As of this time, this device remains in service. No adverse patient effects were reported.